Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the event data. Quality control (qc) was in range at the time samples were run. The system had an acceptable calibration and dilution check. The pump rate was in range. Per the customer care center (ccc), the customer is using a lithium heparin greiner tube and spinning for 10 minutes at 3200 rpm. The customer is centrifuging patient samples outside of the tube manufacturer specifications. Once the sample was repeated, the sodium (na) results were normal. The cause of the discordant result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was low. The customer then repeated the sample twice on the same instrument, resulting higher. The initial result was not reported out but a repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.